Event description:
False positive result(s). I had flu symptoms, so bought and took this test which turned out positive. Took a pcr two days later and that ended up being negative. I would double check with a pcr to be safe.